Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. The following section was corrected: h4. Reported event was confirmed by review of radiographs. Review of the available records identified the following: there is displacement of the polyethylene from the humeral implant with resulting metal-on-metal contact of the glenosphere and humeral implant and slight anterior subluxation of the humerus in relation to the glenosphere. The polyethylene is disassociated from the humeral tray as noted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: 110031399 lot:64634072 mini standard thickness +0mm taper offset 40mm diameter humeral tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised four (4) years post-implantation due to the disassociation of poly from humeral tray. No additional patient consequences were reported.